Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, a dissection occurred. Target lesion #1 was located in the proximal left circumflex (lcx). The lesion was 85% stenosed, 3.0mm in diameter and 22mm long. The lesion was treated with predilation and placement of a 3.0x28mm promus element stent. Residual stenosis was 5%. During the index procedure, the cath report indicates that a 2.5x20mm maverick balloon was inflated to 12 atms to predilate the lcx. A dissection occurred and was treated with placement of a 3.0x28mm promus element stent with good results. A moderate stenosis was noted in the distal vessel following treatment. An attempt was made to treat the vein graft to the posterolateral branch, however a pt2-ms guide wire was unable to cross through the proximal stent and the procedure was concluded. Eight days post procedure, the patient presented with an mi. Coronary angiography showed 70% stenosis of the proximal lcx and a stent thrombosis was reported. Treatment consisted of balloon angioplasty to the proximal lcx. Residual stenosis was 0%. 23 days later, the patient went into ventricular fibrillation and died. Per the principle investigator, this death is unrelated to this device.

Event description:
It was further reported that acute renal failure was found as a sign of the terminal circulatory failure within the context of the fresh myocardial infarction. Based on the autopsy report, the cause of death is cardiac circulatory collapse due to acute myocardial infarction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier - (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the index procedure hospitalization was prolonged due to chronic renal failure and the patient was fitted with a peritoneal dialysis catheter. The post-operative course was complicated by cardiogenic shock requiring catecholamine therapy. Over further hospitalization course, the patient experienced an increase in troponins with ECG changes. The patient remained in the hospital and was receiving dialysis via a non-bsc catheter. In (B)(6) 2011, the patient was extubated. The patient was placed on medical therapy due to elevated parameters of infection and after treatment, these parameters had regressed. While the patient was in intensive care, recurrent torsades de pointes tachycardia was experienced and required a short period of resuscitation due to ventricular fibrillation. The patient developed catecholamine-refractory cardiogenc shock and expired.